Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3 product analysis wr9200: led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were problems with the wireless recharger (wr) system, which prevented the patient from recharging the neurostimulator. Fortunately, this did not cause the patient any problems with their therapy since they still had enough charge. The patient stated they have been very careful with the wr and cannot explain why it failed; perhaps a fault in the electrical current could have caused the failure. The device was checked but it was not possible to restore it. Medtronic has a patient charging program that allows the manufacturer representative (rep) to perform periodic charging while they resolve the replacement of their wr system. The issue was not resolved. No patient symptoms were reported.